Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified, the weight the device within specification, crease fold, white particles in the shell, deformation, wear abrasion and observed 40 mm dark patch edge material inside gel device. Cloudy and voids in the gel observed after autoclave cycle. Device is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: device explant.

Event description:
Healthcare professional reported possible left side rupture. The device has been explanted.